Event description:
It was reported that the patient experienced ineffective therapy after falling off of a ladder. The patient's lead at t11 tested for high impedances, with a possible fracture. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the lead replaced. The patient had effective therapy post op.